Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity and post spinal cord injury. Following catheter revision on (B)(6) 2015-, (refer to manufacturer report 3007566237-2015-04004) the patient continued not doing well symptom-wise with regards to increased spasticity. The patient was seen on (B)(6) 2016, and a dye study was performed. The results of the dye study were unknown; however, the dose was increased to 925mcg/day. Following the dye study, in (B)(6) 2016, the patient appeared in office and was itchy, red, flushed, and shaking. Per the hcp, the patient looked terrible. There were no known volume discrepancies or pump alarms. The hcp was to troubleshoot further but the next steps were unknown. Additional information as requested regarding drug information, patient medical history, clarification and cause of the symptoms, results of the dye study, actions/interventions taken, and resolution of the event. Additional information was received from a device manufacturer representative (rep). The patient had intermittent withdrawal symptoms and was scheduled for a dye study "this week". The catheter was aspirated with ease "today", however it was noted they did three .01 ml primes on the back table before they saw any drug come out of the pump. Based on that information, the healthcare provider (hcp) changed the pump out for a new one. It was hoped that the pump would be returned to the manufacturer, however the patient had to sign a form so they could release the pump to the rep.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was explanted on (B)(6) 2016. The patient's status after the device was removed was recovered without sequela. The patient had a loss of therapy and withdrawal symptoms.

Event description:
Additional information was received on (B)(6) 2016 from a company representative and it was reported that it was unknown why it took 3 primes before drug was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.